Event description:
Device 2 of 2. Reference MFR report: 1627487-2012-03945. The pt received 2 occipital scs leads (off-label use) with different lot numbers. It was reported one of the pt's scs leads was repositioned due to lead migration. The issue was resolved with the lead revision.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.